Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown; however, he has been having blood glucose values in the 300 mg/dl and 400 mg/dl range since last month. Troubleshooting was initiated for the insulin pump. The screen was scratched up; the customer confirmed that he could read the screen. The device was not dropped, bumped, or exposed to moisture. The alarm history had a no delivery alarm and low reservoir alert. No products were returned and a replacement battery cap was shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms, blank display or low reservoir alarms were noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads and scratches around the casing.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report a blank display after trying the replacement battery cap. The customer's blood glucose at the time of the call was over 200 mg/dl. The customer was advised to discontinue using the pump as it would need to be replaced.